Event description:
Boston scientific (formerly guidant) rec'd info from a study designed to describe a tertiary referral center's experience with infected endovascular aneurysm repairs (evars). This ten yr review involved 1302 pts. Two ancure endograft products were involved in product experiences. (Please refer to event 2954310-2011-81798 for other product). This pt presented with multiple infections, including a groin infection leading to bacteremia, a septic ankle and osteomyelitis of the lumbar and sacral spine. The pt had been on antibiotics for the 6 months between implant and explant. An axillary-to-bifemoral bypass was performed and the ancure endograft was explanted.

Manufacturer narrative:
Attempts to obtain add'l info from the article author (s) were unsuccessful. The findings of the study were summarized in the article: adriana laser, md, nichole baker, rvt, john rectenwald, md, jon l. Eliason, md, enrique criado-pallares, md, and gilbert r. Upchurch jr, md, ann arbor, mich; and charlottesville, va "graft infection after endovascular abdominal aortic aneurysm repair" journal of vascular surgery, july 2011; volume 54: 58-63.